Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No display anomaly was noted. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had scrolling numbers without input, as well as condensation observed between the act and esc buttons. The caller did not know the blood glucose reading. The caller stated that she was trying to bolus after a meal, pressed the up arrow button, and the numbers began scrolling. The caller did not observe any significant events leading up to the keypad issues. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.